Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the tip of the harmonic ace instrument was broken. The fragment fell into the patient¿s cavity and was retrieved during the same procedure. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. While dissecting the tissue, the fragment from the instrument fell into the patient and was retrieved during same procedure. It was confirmed with visual inspection. Additional surgical procedure and post-operative tests were not performed. The surgeon did not notice any issues with the functionality of the instrument. It was unknown what caused the breakage to occur as the instrument did not collide with any hard materials or other instruments. In addition, the fragment(s) did not fall inside the patient during an instrument tip collision. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. The patient had no injury or harm and has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation is in progress. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the distal end. The blade broke at roughly 0.242¿ from the base. The broken piece was returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Common causes of the failure mode broke instrument blades are typically attributed to mishandling/misuse. The complaint regarding physical damage was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.